Manufacturer narrative:
Serial number unknown. Philips was unable to obtain any information from the customer. Regarding the alleged incident.

Event description:
The customer alleged that the monitor in the room was frozen with partial control from nurses station. The device was in use on a patient. There was no report of patient or user harm.